Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted to obtain additional information. The patient reported that the alleged inaccuracy began at 2pm on (B)(6) 2014. At this time the patient obtained blood glucose readings of ¿30 and 78mg/dl¿ on the subject meter, performed less than 20 minutes apart. The patient also claims to have obtained blood glucose readings of ¿42 and 84mg/dl¿ on the subject meter, also performed less than 20 minutes apart. The patient manages their diabetes by self-adjusting their insulin intake and it is not known if any changes had been made to their regular diabetes management regimen prior to the alleged product issue. The patient stated that they started to ¿hallucinate¿ an unknown amount of time after the alleged product issue started and as a result they consumed more food/drink, at an unknown time, in order to make themselves feel better. No medical intervention was required. No further subject meter readings were provided. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting and the patient was unable to walk through a control solution test with the cca. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/22/2014). The patient¿s meter has been returned on 11/17/2014 and evaluated by lifescan product analysis on 12/10/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.